Event description:
It was reported to philips that the host computer was unable to boot, preventing a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that system unable to boot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the host pc that was intermittent power slow to boot until. To resolve the issue, the fse replaced the host pc. The defective parts were returned for analysis, for host pc malfunction was observed and the failure was found to be an electrical defect. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.